Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material on the curved rubber. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to physical breakage observed during inspection, proper reprocessing may not have been possible, and the foreign matter may not have been removed. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): the instruction manual operation manual ¿enf-xp, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿enf-xp, chapter 5 reprocessing the endoscopes¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.